Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported by a representative of the patient, that the patient passed away.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and sensing integrity counter (sic), and exhibited t-wave oversensing (twos), oversensing, and undersensing. It was further reported that there was loss of capture of the right atrial (ra) and left ventricular (lv) leads on the current electrogram (egm), which appeared to result in asystole. In addition, the lv lead exhibited a rise and high thresholds. All leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6935m55 lead, implanted (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.